Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed the driveline fault events. The submitted log file (96230631.log) spanned approximately 21 days ((B)(6) 2020 per timestamp). Analysis of the submitted log files revealed transient driveline faults (internal error code 16) that appeared to be associated with phase 3 (orange/red wires). However, these events did not affect the controller's ability to support the pump at the set speed. Also noted, that throughout the log file values of phase 3 were notably lower than the values for the remaining two phases. The pump remained above the low-speed limit and appeared to be functioning as intended. The system controller used at the time of the reported event was not returned for analysis. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a confirmed system controller related issue. Multiple requests for additional information, patient information, and system controller serial number were sent to the customer; however, no further information has been provided to this date. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided to date, the system controller associated with the event was unavailable for evaluation and the complaint file will be closed with no further actions. If the product is returned at a later time, the complaint will be re-opened. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(Serial number): information not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced several power and flow elevation on (B)(6) 2020. Log file analysis captured a series of driveline faults on (B)(6) 2020. The patient's controller was exchanged on (B)(6) 2020. Once the pump reached its set speed no abnormal alarms or events were recorded. It was detailed the driveline would be monitored for further driveline faults. No further information was reported.